Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for an infection and had high blood glucose of 455mg/dl. Customer indicated that the pump alarmed off no power and was assisted with clearing the alarm. Customer indicated that they would call back and did not have any further time to troubleshoot. No further assistance was necessary.